Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek® 2 ast-n233 test kit (reference 413117). The customer reported that the initial result was extended spectrum beta-lactamases (esbl). However the synergy test run in parallel with the extended map was negative. The customer performed subsequent testing using etest® esbl and the result was negative. Incorrect results were not reported to the physician; however there was a delay in reporting results of more than 24 hours. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek® 2 ast-n233 test kit . The customer reported that the initial result was extended spectrum beta-lactamases (esbl). However, the synergy test run in parallel with the extended map was negative. The customer performed subsequent testing using etest® esbl, and the result was negative. Initial customer testing was performed with the vitek 2 ast-n340 card, and the phenotype proposed was carba impermeability (blse + or hn amp c +) due to all beta lactams testing resistant, including ertapenem. Then testing was performed with the vitek 2 ast- n233 card and the vitek 2 ast-xn05 card. Vitek proposed the esbl phenotype (carbapenems tested susceptible). Alternative testing was performed. The esbl synergy test was negative and the esbl e-test was negative. An internal biomérieux investigation was performed; however, the customer's strain was not submitted for investigation. The vitek 2 ast-n233 card (lot 6330664203) met final qc release criteria an passed qc performance testing. The most recent quarterly trend review did not identify this complaint as a systemic quality issue. Root cause of the issue was not identified. Submittal of the isolate is required to confirm a vitek 2 discrepancy compared to the reference method.